Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72," "pacer fault 117," and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board.